Manufacturer narrative:
Evaluation summary one device was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. The customer reported that device did not activate. The reported condition was not confirmed because the device was found to have been used in a procedure. The device stopped working. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the moving jaw of the device while it was being activated. This contact caused the waveguide to crack and eventually break off. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The IFU notes that device users should visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device gave a red error code. The batteries and generators were both replaced but the device still did not work. Nothing fell into the patient cavity. The procedure was completed using basic energy and another device. There was no patient injury reported.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a colorectal tumor procedure, the blade of the device broke and a piece detached. The issue occurred during cleaning of the jaw. There was no patient injury, and no piece of the device fell within the patient cavity.